Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, the technical support specialist (tss) confirmed that there were no issues with the device, and no further investigation was required. The system functioned as intended after the technical support specialist (tss) investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower aux drawer did not open. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.